Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor is still in the insertion tube. The tube ferrule has been pushed back into the handle body allowing the insertion tube to move around. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The cleat is fully extended. A functional evaluation showed the driver can no longer be used to advance the anchor. The ratchet will not lock and can fully extend the cleat down and back up without moving the anchor. An image evaluation was performed and found the insertion device with part of the suture coming out of the handle. The anchor is not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include (1) excessive torque. (2) poor bone quality. (3) misalignment of inserter (4) drilled bone hole size. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a foot ankle procedure, the 1.8mm q-fix anchor failed to deploy, and the handle was slipped. The procedure was completed with a sn back up device used in an additional drilled bone hole, a void was left in the patient, and a surgical delay of less than 30 minutes. No further complications were reported.